Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) right atrial (ra) and right ventricular (rv) defibrillation lead exhibited oversensing resulting in inappropriate shock therapy. An invasive procedure was performed. The rv lead was surgically abandoned and replaced. The ICD and ra lead remain in service. The root cause of the oversensing was not determined and no anomalies were observed upon visual observation. No additional adverse patient effects were reported.